Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2009 cervical x-rays 3 views showing flattening of the cervical lordosis due to degenerative disc disease. No instability or subluxation is appreciated. On (B)(6) 2009 cervical MRI axial and sagittal t1, t2 and stir images show flattening of the normal lordosis. Bulge is seen at c6/7 with some cord compression ventrally a this point. Axial views show compression most severe on the right at c6/7. Cord is deformed and flattened at this level. On (B)(6) 2010 cervical MRI t2 sagittal films suggest acdf has been completed at c6/7 however beaking of disc at that level and cord compression is still present. Axial views verify placement of plate nad s crews without adequate decompression of the cord on the right. On (B)(6) 2010 cervical CT even more clearly the incomplete decompression at c6/7 is seen with cord compression due to uncovertebral joint hypertrophy behind the peek spacer. This is much more severe on the right. On (B)(6) 2010 cervical x-rays interval acdf has been performed at c6/7. Plate is well centered. Graft appears to be biologic rather than peek. On (B)(6) 2010 cervical x-rays acdf has been performed at c6/7. Plate is well centered. Graft appears to be biologic rather than peek. On (B)(6) 2011 cervical x-rays interval acdf has been performed at c6/7. Plate is well centered. Graft appears to be biologic rather than peek. Flexion/extension views show no movement. On (B)(6) 2011 cervical MRI cord compression remains on the right at c6/7 behind the spacer and acdf although it may have decreased slightly since last studies have been performed. The remainder of the study is really unchanged. No other areas of compression are seen and fixation appears stable. Spurring may be remodeling very slowly leading to decreased cord compression as a result of load sharing from the plate and arthrodesis. On (B)(6) 2011 cervical x-rays interval acdf has been performed at c6/7. Plate is well centered. Graft appears to be biologic rather than peek. Flexion/extension views show no movement. On (B)(6) 2011 cervical x-rays interval acdf has been performed at c6/7. Plate is well centered. Graft appears to be biologic rather than peek. Flexion/extension views show no movement.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.